Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had random unexplained no delivery alarm and act button was less responsive. Customer's blood glucose level was unknown. Customer declined to troubleshoot the issue. The device will not be returned for analysis.